Event description:
Ransom memorial hospital made the decision to change to silicone, silver impregnated catheters to help reduce nosocomial uti's. Both the kendall and the bard types of catheters have had serious problems with being too stiff, thereby causing discomfort to the patients. Also there were problems with the urine leaking around the catheter. This patient was the first where we noticed a problem. From then on, we tracked this issue and found multiple problems with discomfort and leakage in multiple areas of the hospital, leading us to think it wasn't technique. The catheters are much stiffer. Additionally, with them leaking, we had to replace the catheters, frequently multiple times, until one didn't leak. This increased the potential for infection and trauma. We are now changing to latex, silver impregnated catheters, which are less stiff. Both the medline and the kendall products with silicone and silver coating have the same issues - discomfort and leakage. Dates of use: 2 days. Diagnosis or reason for use: planned c-section.